Event description:
It is reported that the pt underwent irrigation and debridement of the left knee due to a hematoma. A polyethylene liner exchange was also performed.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were provided for the revision surgery on (B)(6) and the articular surface revision surgery on (B)(6). The surgical notes on (B)(6) 2012 indicate that the pt has a history of infection but, do not indicate a root cause. The surgical notes on (B)(6) 2012 indicate that the pt had a hematoma and that cultures were reported to be negative for infection. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.